Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the pump control panel. Serial read out (real time device parameters and setting recording file) of the pump was collected. A livanova field service engineer was dispatched to the customer. Inspecting the drive unit, the securing pin for disposables is locked in place and does not move. The drive unit could not be replaced because support of s5 pumps older than 10 years has been removed. The device has been functionally checked and all tested within specifications. The customer has placed drive unit from another unit. According to information, the pump did not stop. There is no information of any error message. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the drive unit is not working. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: through analysis, it was learned that involved cp5 drive unit serial number is (B)(6) (model 60-01-04). Dedicated sections (d4. And h4.) Have been updated accordingly. From the review of complaints database no previous pumping problem was reported, nor a concerning trend has been detected related to this type of event. Analysis of the provided pump log files did not identify any message on the reported date of event (7 january 2025). Considering that the only issue identified during service was related to the locking pin which cannot result in the reported pump stop and a pump hardware malfunction was ruled out as root cause of the reported flow issue. Based on the results of the functional checks and tests on the devices revealing that the pump worked as per specifications and considering that no errors could be identified through pump log analysis, no device problem could be confirmed and the cause of the reported issue is most likely independent from the device itself.